Event description:
During cardiomems implant procedure, upon deployment of the cardiomems sensor, it was unclear if the sensor fully detached from the delivery catheter. The sensor deployed at an angle causing concern that the distal portion of the sensor body was still attached to catheter. Ultimately, the physician was able to use the pa catheter to remove the device from the delivery system with final placement within the pulmonary artery. When placing the venous sheath in to the patient, the patient had a profound vagal response. Multiple fluid boluses and multiple doses of neosynephrine were required. The patient yawned frequently and remained pale, hypotensive, and nauseous throughout the procedure and had incontinence while the doctor was attempting to manipulate the sensor. The patient then has a second profound vagal response to sheath removal. Additional fluids and vasoconstrictor medications were administered. The patient stabilized after 30 minutes and was moved to recovery. After 2 hours the patient condition had improved and they were released. A clinically significant delay to the procedure was reported and additional sedation was required.

Manufacturer narrative:
The following components were received for evaluation: catheter assembly with hub intact and sensor and tether wires removed. Visual inspection of the skiving portion of the catheter was normal with no observations that can be attributed to the event description. The investigation was unable to determine the root cause of the event description. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.